Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies. Insulin pump received with corroded motor home switch. Unable to verify button error due to blank display. However, corrosion noted at keypad traces. Unable to verify buzzing noise due to blank display. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.